Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient initiated complaint received, it was reported that in (B)(6) 2014 patient received a shoulder prosthesis while resident in (B)(6). After 3 months the operation had to be repeated when the prosthesis went out of joint, at which pont the +3 spacing was increase to be +9. Doi: (B)(6) 2014; dor: after 3 months; unknown affected side.